Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the post-op check, high capture threshold was observed. The lead was repositioned and remains implanted. The patient was fine and discharged home.